Event description:
Procedure: gastrectomy. According to the reporter: the surgeon used two different staplers during this procedure. After the surgery, there were two post-operative anastomotic leaks. During the procedure, the leak tests showed no leaks. Post op, the patient was returned to the or where the leaks were fixed, patient sent to the ICU.

Manufacturer narrative:
Allegedly, two different stapler were used during this procedure: product ID#: 030403 and 030459. Disposable surgical stapler. Product ID#: gia6038s. Single use reloadable stapler. Lot #'s: unk. Disposable surgical stapler.